Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, the analysis was conducted based on the complaint information. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The investigation stated that it is unknown whether the product meets the specifications. However, since ¿fracture,¿ was reported it is highly likely that it did not meet the specifications. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the high frequency resection electrode had a loop that broke. The event occurred during an unspecified hysteroscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.